Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification host tissue/pannus is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm valve implanted in the tricuspid position was explanted after an implant duration of approx 8 (eight) years and 20 (twenty) days due to pannus and calcification leading to the fusion of all three commissures. As per the implant op report, the native tricuspid valve replacement was done with retention of the sub-chordal apparatus. It was a double valve replacement surgery together with the replacement of the native pulmonary valve (a non-edwards device was implanted in replacement). During this surgery, it was also used a bovine pericardial patch for the augmentation of the outflow tract of the pulmonic valve root and the main pulmonary artery. As per the explant op report, the 25mm valve had severe pannus ingrowth into all of the three commissures and in addition there was calcification and fusion at the three commissures. The valve was explanted in its entirety with the old sutures and the pannus ingrowth was trimmed back and annulus reconstituted. The explanted valve was replaced successfully with a 25mm pericardial mitral valve. After the surgery, the patient was noted as to be transferred to the ICU in chronic atrial fibrillation rhythm and with stable hemodynamics.